Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, major broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the plastic rim on reservoir compartment had a crack. The customer stated that there was a plastic piece on the floor but threw it away. The customer later noticed the plastic piece on the floor was the piece that cracked off the pump. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump. The insulin pump will be returned for analysis.